Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed error code 41622 indicating a motor timeout. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Customer complaint of error code 41622 confirmed through motor test and event log, replaced cam flex sensor. Visual and functional testing was performed. Review of event log found system fault 41,622 occurred 1003. Review of service history found no service within the last 12 months. All functional test of the device passed.